Manufacturer narrative:
The smart card, photo and kit were returned for analysis. The data confirmed the occurrence of several air detected alarms and patient occlusion alarms. Upon examination of the kit, a kink was seen in the patient line between the white slide clamp and the 'y' that joins the collect and anticoagulant delivery lines. Dried blood was also seen on the internal threads of the luer on the patient line. The tubing with the mating luer end was removed and pressure tested; bubbles started forming, indicating a leak. The leak occurred at the connection between the luer end. The likely root cause of the leak is a manufacturing defect. A corrective action was initiated for this issue. (B)(4).

Event description:
The customer called to report a blood leak at the patient line. Heparin was used at 10:1 ratio. The patient had an implanted port. The customer reported air detected alarms with periodic small bubbles coming from the patient access during the 1st collect cycle. The customer noticed foaming in the collect line due to the air. Patient occlusion alarms followed. The customer stated that the flow rate was slow, and the patient's access was flushed. The customer reported that the patient's port flushed and returned well. The customer changed the infusion rate to 8:1 due to possible port sludging. One volume exceeded alarm then occurred. During the return cycle, the customer noted a slow leak at the connection between the patient's access and the tubing set. The customer replaced the connector going to the patient, and the leak continued. The customer continued to return the blood to the patient and wrapped gauze around the connection in order to prevent a blood spill. The customer ended the treatment after returning the 1st cycle. No buffy coat was treated. The patient was unable to start another treatment on the same day due to time restrictions, so another treatment was scheduled for next month. The patient was reported to be in stable condition. No service order was generated. The kit was returned for evaluation.

Manufacturer narrative:
The device was used for treatment. This case is being reported as a possible malfunction. A batch record review of lot c901 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Uavdex was administered, however this event was not related to uvadex. The uvadex lot number was not provided; therefore, a batch record review could not be performed. Trends were reviewed for complaint categories, cycle volume exceeded alarm, air detected alarm, tubing leak, and occlusion patient alarm. No trends were detected for these alarms. No corrective and preventive actions were initiated for complaint categories, cycle volume exceeded alarm, air detected alarm, tubing leak, and occlusion patient alarm. This assessment is based on information available at the time of the investigation. The kit was returned for evaluation. Analysis of the returned kit is in progress. A supplemental report will be filed when this analysis is complete. (B)(4).